Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the reported needle retraction issue could not be determined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6)2018. A sensor was returned for evaluation. The device was visually inspected and found that the applicator had an exposed wire still attached to the applicator needle. The housing part of the sensor pod is still attached to the applicator. The sensor pod is missing. The reported event of a needle retraction issue was confirmed. The probable cause could not be determined. No additional event or patient information is available.